Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 (mg/dl). Customer consumed some candy and a brownie to treat bg level. Troubleshooting with tandem technical support indicated pump was performing as intended. Customer indicated that their bg level was 95 (mg/dl) at the end of the call.